Event description:
Baxter product surveillance received a report from a home pt's nurse that a minicap had fallen off a transfer set of a home pt. The home pt had been using peritoneal dialysis since 02/2006, and the particular transfer set had been in use since that time. The transfer set was changed on 04/05/2006 aftre the incident. Although prophylactic antibiotics were administered (1g ancef inraperitoneal for 3 days), there was no pt injury indicated at the time of the initial report.